Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autogaurd needle was slow to retract. The following information was provided by the initial reporter, translated from frech to english: we have again been alerted by the outpatient oncology department to the same type of incident and the same batch. No harm to patient, no harm to caregiver, although slower removal presents a risk of needle stick or needlestick injury, as reported by the teams. One caregiver received a drop of blood on her glove because she removed the kt too quickly, thinking that the canula had already retracted.